Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease') and parametritis ('chronic or unspecified parametritis/pelvic cellulitis') in an adult female patient who had essure (batch no. 740659, 12451361) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter, hyperlipidemia, migraine headache, hypothyroidism, asthma, ovarian cyst, abdominal pain and back pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and parametritis (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, psychological trauma and parametritis outcome was unknown. The reporter considered genital haemorrhage, parametritis, pelvic inflammatory disease, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory appearing position of each essure tubal implant. Lot number: 12451361 manufacture date: 2010-07 expiration date: 2013-06. Lot number: 740659 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: chronic pelvic inflammatory disease, chronic or unspecified parametritis. Reporters information, pelvic cellulitis. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.